Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071, implantable pacing lead, (B)(6) 2006; 4965, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient complained of dizziness. It was found that the right ventricular lead had undefined impedance and no capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.